Event description:
Reportedly the patient developed extreme pain and physical limitations.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient underwent fusion surgery and rhbmp-2/acs was implanted. As per the op notes: ¿surgeon did a disk foraminal decompression at l5-s1, decompressing the l5 and s1 roots with distraction. Surgeon then incised the outer anulus, did a complete diskectomy at l5-s1, and then prepared the endplates with the instrumentation, placed a small amount of rhbmp-2/acs anteriorly with local bone, then placed local bone in the cage, placed local bone into the position. Ap, lateral, oblique fluoro and direct visualization confirmed good position. Posterolaterally placed remaining local bone, rhbmp-2/acs and allograft on which surgeon had placed aspirate from the iliac crest.¿ the patient tolerated the procedure well without any intra-operative complications.